Event description:
Report 2 of 2. It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: if yes detailed erroneous results (include # of errors and type): 2 molecular false positives for two different patients customer is reporting c tropicalis when performing bcid2 biofire panel from product 442021 lot no. 3109870.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021. Batch no.: 3109870. Customer reported a molecular false positive result and sensor adhesion. Two photos of bactec bottles were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect (molecular false positive). No trend identified for batch. A complaint history review was conducted for sensor adhesion and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed for sensor adhesion based on the photos received. Complaint is unconfirmed for molecular false positive based on retention samples and batch history record review results. H3 other text : see h.10.

Event description:
Report 2 of 2. It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: if yes¿detailed erroneous results (include # of errors and type): 2 molecular false positives for two different patients. Customer is reporting c tropicalis when performing bcid2 biofire panel from product 442021 lot no. 3109870.